Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that at 53 minutes into procedure 12, a 7.6e11 platelet yield collection in 582 ml of volume, the operator changed the procedure selection to procedure 13, a 7.4e11 platelet yield collection in 448 ml of volume. This change was made during a scheduled chamber clearing. At this point into the run, trima had already collected 421 ml of volume containing 5.3e11 platelets in the platelet product bag. At this point, trima now needed to collect an additional 2.1e11 platelets in only 27 ml of additional volume. This challenged the trima accel prediction algorithms, and required that trima perform the remainder of the collection with atypical pump and centrifuge speeds in order to collect the newly targeted product. The higher-than-expected wbc content in the platelet product was possibly related to the atypical pump and centrifuge speeds trima was required to operate with in order to collect the targeted product, following the selection of procedure 13 very late into the procedure, during the scheduled chamber clearing. Additionally, based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the signals in the run data file indicate that at 53 minutes into procedure 12, a 7.6e11 platelet yield collection in 582 ml of volume, the operator changed the procedure selection to procedure 13, a 7.4e11 platelet yield collection in 448 ml of volume. This change was made during a scheduled chamber clearing. At this point into the run, trima had already collected 421 ml of volume containing 5.3e11 platelets in the platelet product bag. At this point, trima now needed to collect an additional 2.1e11 platelets in only 27 ml of additional volume. This challenged the trima accel prediction algorithms, and required that trima perform the remainder of the collection with atypical pump and centrifuge speeds in order to collect the newly targeted product. The higher-than-expected wbc content in the platelet product was possibly related to the atypical pump and centrifuge speeds trima was required to operate with in order to collect the targeted product, following the selection of procedure 13 very late into the procedure, during the scheduled chamber clearing. Additionally, based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that at 53 minutes into procedure 12, a 7.6e11 platelet yield collection in 582 ml of volume, the operator changed the procedure selection to procedure 13, a 7.4e11 platelet yield collection in 448 ml of volume. This change was made during a scheduled chamber clearing. At this point into the run, trima had already collected 421 ml of volume containing 5.3e11 platelets in the platelet product bag. At this point, trima now needed to collect an additional 2.1e11 platelets in only 27 ml of additional volume. This challenged the trima accel prediction algorithms, and required that trima perform the remainder of the collection with atypical pump and centrifuge speeds in order to collect the newly targeted product. The higher-than-expected wbc content in the platelet product was possibly related to the atypical pump and centrifuge speeds trima was required to operate with in order to collect the targeted product, following the selection of procedure 13 very late into the procedure, during the scheduled chamber clearing. Additionally, based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.